Event description:
A patient received a colonoscopy with a scope that had previously been reprocessed in february 2005, in an olympus mv-1 reprocessor in which mertricide was used as the high-level disinfectant and endozime was used as the pre-cleaner. One day after the procedure the patient experienced abdominal pain and fever and was admitted to the hospital. The patient was diagnosed with colitis.